Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "#0, #1, and #2 keys not working," which was experienced during evaluation as an intermittent response on those keys. All remaining keys were found to function correctly. Evaluation found it was caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that the #0, #1, and #2 keys of a spectrum pump were not working. It was also reported there was no patient involvement.